Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-may-2018 with the following findings: during investigation, the battery compartment was found to be cracked. The cap contacts were within specification and undamaged and able to fit. The pump was unable to power up and was complete unresponsive to the reported power complaint and the reported power complaint was duplicated. The pump's cover was removed and there was no moisture found to the power printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.